Manufacturer narrative:
Customer called the olympus technical assistance center (tac) support to troubleshoot the device for intermittent issue was reported with rolling video. Tac requested additional information and as it is not known what caused the issue. It is either the video cable or socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, video was rolling on the evis exera iii video system center. There was no harm or user injury reported due to the event.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the reported device and duplicate the event, the root cause of the reported event could not be identified. However, it's likely the cause is related to the deterioration of the scope communication part. Olympus will continue to monitor field performance for this device.